Manufacturer narrative:
The report that the syringe module alarmed ¿channel needs calibration¿ during a dopamine infusion was confirmed in the syringe module s/n (B)(4) logs, however testing failed to replicate the event. The internal inspection showed evidence of a fluid contamination on the linear sensor, which likely contributed to a plunger positioning failure the review of the syringe module sn (B)(4) error log confirmed an error code 351.6660.0 (plunger position failure). The error would cause the device to alarm and pcu to display ¿syringe calibration required¿. Testing utilizing the worn split nut test method was performed on the source syringe module, there were no anomalies during testing. The proximate root cause is believed to be the result of an error code 351.6660.0 (plunger position failure) in syringe module sn (B)(4) the exact root cause was not identified, however evidence of dried fluid contamination found on the linear sensor of syringe module sn (B)(4) which likely contributed to the reported failure. . The error reported by the customer was not identified in syringe module sn 14394044.

Event description:
It was reported that during a dopamine infusion the syringe module alarmed "channel needs calibration" despite having been calibrated and the syringe stopped infusing for 3 minutes while a new syringe module was programmed. The customer states that there was no patient harm and there was no change in the patient's blood pressure.

Manufacturer narrative:
Report source: biomedical engineer. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a dopamine infusion the syringe module alarmed "channel needs calibration" despite having been calibrated and the syringe stopped infusing for 3 minutes while a new syringe module was programmed. The customer states that there was no patient harm and there was no change in the patient's blood pressure.